Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. From the maximum needle protrusion length, the needle tube was broken at a position about 15 mm from the tip of the needle tube. When we checked the broken section of the needle tube, its shape seems the cause of the break was bending load but not brittleness. The device history record for the lot indicated no anomaly with the event-related items. The record includes the following. Appearance of needle tube: no breaks, chips, cracks, or rust; needle slider operation: smooth. A past similar case indicates that a buckled needle tube breaks if straightening force is applied to the buckling. It is also known the needle weakens when repeatedly bent and straightened as the metal used for it has such a nature. The needle tube likely broke off by the mechanism below. 1. The needle tube buckled significantly due to force to bend it, which was possibly generated by movements of the patient during the procedure. 2. The buckled needle tube then received force to straighten it. 3. The bending and straightening reduced the strength of the needle tube until and finally broke it off. However, the exact cause of the needle break could not be identified. When we checked the contents of the instruction manual (fig. Gk9898, revision no. 3), the following warning was given to the description related to this event. When the suction biopsy needle is inserted into the endoscope, the tip of the needle tube bends. When puncturing, consider the bending of the tip of the needle tube and confirm the sheath tip and the tip of the needle tube on the endoscopic and ultrasonic images before puncturing. Puncture without considering the bending of the needle can lead to perforation, major bleeding, and mucous membrane damage. Also, do not put back the bent needle tube. It may break the needle tube. Do not insert the biopsy needle with the endoscope angled. This can lead to damage to the endoscope or aspiration biopsy needle. Return the up/down angle lever of the endoscope to the neutral state before inserting the suction biopsy needle into the endoscope. Inserting with the angle fixed can result in damage to the endoscope or aspiration biopsy needle.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp.(omsc) was informed from the pharmacist of the hospital by email on (B)(6) 2021 as bellow. During the unspecified examination, the needle remained in the patient's bronches and the examination was stopped. The needle was aspirated and found during the cleaning of the fiberscope. The pharmacist indicated that the phenomenon has the risk of suffocation for the patient and the risk of bleeding and infection. No injury and a death was reported in the phenomenon.